Manufacturer narrative:
D4: UDI added. H10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1025934 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing and quality control release testing were reviewed for test base lot 1025934 and they met release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1025934 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue as the logfiles were not provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed (B)(6) 2021 on an unknown swab. Pcr confirmation testing x 2 generated negative results. The customer stated patient was admitted to covid-19 station in the hospital due to potential infection, until pcr results come back. No additional patient information was provided.